Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). Upon follow up with the nurse it was determined that this event was caused by a use error/breach in aseptic technique. Specifically, the patient did not wash their hands which led to a breach in aseptic technique resulting in peritonitis. Due to this information, no further investigation will be documented against the transfer set in report 1423500-2012-17046. All future investigations and follow ups related to this event can be found in the master report 1423500-2012-17044.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The specific product code for the transfer sets involved is unknown. The brand name, manufacturer and 510k however have been provided in this MDR. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.